Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump had a bad keypad (#2 was stuck and #4 and #5 keys not working). It was also reported that there was no pt involvement.